Event description:
It was reported that during preparations, the console seems to have low power. There was no patient involved.

Manufacturer narrative:
The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, it was identified that the console presented low power and that the debris shield was damaged. The fse proceeded to perform the component replacement and after this, it was confirmed the low power issue was resolved. Finally, the console was functioning as intended and within specifications. No further issues were identified during service, and the console was confirmed to be fully functional after repairs. It is likely that the low power resulted from the damaged component, leading to the reported allegation. The reported complaint was confirmed. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. A risk review was completed and confirmed that the event of device - low power was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information available, an investigation conclusion code of cause traced to component failure was assigned to this investigation.